Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation as it was discarded by the customer. Therefore, the reported issues could not be verified, and a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed; no non-conformance reports/ discrepancies/ deviations for similar issues were found. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the intraocular lens, model pcb00 (22.5 diopter) plunger was engaged, the operating room (or) nurse checked the device by gentle pull back and the surgeon noticed the plunger would not wind down when inserting the lens. The lens then shot out and went through the patient¿s capsular bag. The surgeon removed the pcb00 lens, extended the incision and converted to a model za9003 lens which was placed in the sulcus. There was a 20-minute delay in the procedure. A vitrectomy was required, and sutures were placed. Reportedly, the patient has had a good outcome with 6/6 vision. No further information was provided.